Event description:
It was reported there was a short on the iec connector of the connex spot monitor due to excessive fluid. It was additionally reported that the liquid ran out of bacterial wipes in the basket into the mains cable/power supply and seeped into the iec connector which was located directly below the basket. The customer expressed concern of possible electric shock if no intervention had taken place. The complaint record also states that there was a smell of smoke and a flash was observed. The device was removed from the ward to the workshop for replacement of the power supply unit (psu). No patient or user injury was reported. Hillrom's reference number for this incident is: (B)(4).

Manufacturer narrative:
The connex spot monitor is intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. If a device failure were to occur during use, it is likely the device would be removed from service for repair and a backup device would be available for immediate use. Although there was no injury associated with the event, this event is considered reportable due to the potential for serious injury associated with the reported smell of smoke and sparking of the device. No further information is available on the device at this time. The device has been returned to the hillrom manufacturer and is undergoing a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: visually inspect on a weekly basis all cables, cords, and connector ends for damage or contamination. Do not use damaged power cords and transformers and report such damage to welch allyn and request replacements as necessary. Additionally, if a device were to get hot to touch, spark, have burn marks, melted or burned components a trained clinician would not use the device and remove it from the patient's environment. Hillrom requested the device to be returned to hillrom for investigation however, the device has since become lost in transit between the customer and courier therefore, device analysis into the root cause cannot be completed at this time. If the device becomes available to hillrom manufacturer a thorough device investigation will be completed and any results will be submitted in a follow up report. Based on the limited details available, hillrom is conservatively reporting this event.

Event description:
It was reported there was a short on the iec connector of the connex spot monitor due to excessive fluid. It was additionally reported that the liquid ran out of bacterial wipes in the basket into the mains cable/power supply and seeped into the iec connector which was located directly below the basket. The customer expressed concern of possible electric shock if no intervention had taken place. The complaint record also states that there was a smell of smoke and a flash was observed. The device was removed from the ward to the workshop for replacement of the power supply unit (psu). No patient or user injury was reported. Hillrom's reference number for this incident is: (B)(4).